Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the tubing of the infusion set had detached from the clip that secures it to the insertion site and required a replacement. The operator of the device was the lay user/patient. There was no patient injury/adverse event reported.

Manufacturer narrative:
Updated fields: d4. Lot #. D4. Expiration date. D4. Primary UDI number. H4. Device MFR date. H3/h6: no device or device photo was returned for investigation. Due to this, no root cause was determined. If the product is returned, this complaint will be reopened for further investigation.